Event description:
It was reported that this patient presented to the hospital for feeling unwell. Upon interrogation of this cardiac resynchronization therapy pacemaker (crt-p), it was found that there was loss of capture (loc) on this right ventricular (rv) lead. Technical services (ts) also found changes in impedance that have remained within normal range and capture threshold. It was noted that the patient had an underlying escape rhythm as well. The rv lead was explanted and replaced with a new rv lead because the patient had twiddled the lead out of place. No additional adverse patient effects were reported.